Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for evaluation and the stent remains implanted. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature: device profile of the xience v and xience sierra stents for the treatment of coronary artery disease: an overview of safety and efficacy. The other serious injuries are filed under another medwatch report number. (B)(4).

Event description:
This is filed for the deaths. It was reported through a research article identifying the xience family of stents that may be related to the following: death, myocardial infarction, target vessel revascularization, stent thrombosis, intervention and hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, "device profile of the xience v and xience sierra stents for the treatment of coronary artery disease: an overview of safety and efficacy." Please see article for additional information.